Event description:
It was reported that the ilet user experienced three low blood glucose episodes, with a nadir of 64 mg/dl, and repeatedly treated each low with a glass of apple juice and oral glucose, resulting in rebounds to near high range followed by recurrent lows and a subsequent rise to 230 mg/dl after usual breakfast announcement. Symptoms included hypoglycemia and hyperglycemia without reported subjective symptoms. Outcomes included minor injury of hypoglycemia with no lasting health impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem identified as overtreating hypoglycemia; no device component was applicable. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event.